Event description:
St. Jude medical was notified that the device was explanted when a pacing anomaly was observed. It was also reported that the ICD appeared to be undersensing in the bipole configuration. Low battery voltage was observed.